Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic assembly. There was moisture damage on the motor home switch. They were unable to test for vibrator anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 286 mg/dl at the time of incident. The customer's mother stated that her daughter was at the water park and the pump was in a cold cooler. She stated that there was moisture under the screen and pump was vibrating without an alert or alarm. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.